Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their batteries are not lasting as long as they should be, and they have received off no power alarm. The customer's blood glucose level at the time of incident was 140mg/dl. The customer also mentioned a crack on the battery compartment of the pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.